Manufacturer narrative:
Complete event site name: (B)(6) medical center ((B)(6)) the device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab ruptured. There was no reported injury to the patient.